Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and cracked battery tube threads.